Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during interrogation of this device with new software, tones were reported, telemetry was lost and re-interrogation was performed at which time one more tone was heard. A boston scientific technical services consultant informed the caller this was normal device behavior when the device is reset. No adverse patient effects were reported.